Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A partial lead measuring 37.0 cm was returned for analysis. External insulation abrasion was noted from 21.7 cm to 21.9 cm and from 28.7 cm to 28.9 cm from the connector pin, consistent with friction against the pulse generator can. The etfe coating was intact at these locations. Further external insulation abrasion was noted from 33.4 cm to 35.4 cm from the connector pin, consistent with friction against another implantable device or feature of the patient¿s anatomy. The etfe coating was noted to be damaged that was sustained during surgical procedure. All other damage found was sustained during surgical procedure. The portion of the lead returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.